Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.5 mg/ml at 0.8012 mg/day), bupivacaine (30.0 mg/ml at 16.023 mg/day), unknown baclofen (300.0 mcg/ml at 160.23 mcg/day), and clonidine (200.0 mcg/ml at 106.82 mcg/day) via an implanted pump. The indication for use was malignant pain. It was reported the patient had lack of therapeutic relief or benefit from the device or therapy on (B)(6) 2017. The patient had requested the it dose be decreased to wean from pump and plan for explant. The pump was reprogrammed on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. On this date it was noted the patient was unable to reach a dose that provided pain relief without side effects. Therapy was suspended on (B)(6) 2017, and the pump was reprogrammed to minimum rate. The system was explanted/not replaced on (B)(6) 2017 and was returned to the manufacture. It was indicated the event was related to the device or therapy and related to the drug hydromorphone, bupivacaine, baclofen, clonidine. The issue resolved without sequelae on (B)(6) 2017. The exact cause of the lack of therapeutic relief was not determined. The patient's baseline weight was (B)(6) lbs.